Event description:
It was reported to boston scientific corp that a standard balloon replacement g- tube device was placed in 2008. According to the complainant, after placement, the device leaked from the valve. Reportedly, the device was removed and replaced with a different device (unk prod/MFR). There were no complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.